Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported via the stryker facebook page, "hip replacement with stryer mako worst thing I ever did - suffered a greater throchanter fracture 3 1 /2 weeks later complications bled have a huge internal hematoma - had to have 2 units of blood had the lateral approach. Walker for 8 weeks - then to cane no pt for 3 months - my glutes muscles in my leg are so weak walk with a limp don't know if ill ever get back to normal - for those that tell you that hip replacement is a piece of cake - well maybe for them but certainly not for me. Will basically take 1 year to heal and recover if I do."